Manufacturer narrative:
The model# was not provided. In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
(B)(6) customer received a blood glucose reading of 489mg/dl on the contour xt, retested on a contour and the reading was 189mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Customer received new meter and strips.